Event description:
It was reported by customer that the end that attaches to the IV primary line came apart from the tubing.

Manufacturer narrative:
B3. The actual date of event is unknown. The date received by manufacturer was entered into the date of event field. E1. Address information was not provided; therefore, il was used as the state. Device evaluation: no product or photo was returned by the customer. The customer complaint of separation other component - leak could not be verified due to the product not being returned for failure investigation. A device history record review for material#: mx5301 and lot: 25085566 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 18aug2025. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.